Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for damaged needle cover with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. The most likely root cause of the customer's indicated failure mode for damaged needle cover was determined to be an end overload, where the needle shield has been caught between the sealing plates and the end has been damaged. This type of defect affects a very small number of components.

Event description:
It was reported that prior to use when opening packaged it was discovered that the needle cap was broke with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the package, it found that the abg's needle cover was broken.